Event description:
It was reported, the pt has not used or charged the ipg for over six months. As a result, the ipg is depleted. Surgical intervention may be taken to resolve the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.